Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that the pilot balloon leaked prior to use on a patient. The sample is not expected to return because it was discarded by the customer.